Event description:
Customer called stating his insulin pump is showing a blank display. He changed the battery, but the display is still blank. Customer's blood glucose is 140 mg/dl. The device shows not physical damage. It was not dropped or exposed to moisture. Customer uses energizer batteries. The battery compartment is not damaged or corroded. Customer removed the battery for ten minutes and put it back, but the display is still blank. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.